Manufacturer narrative:
(B)(4). The reported complaint of a crack at the end of the bifurcate luer is not able to be confirmed. The product was not returned for in vestigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "about 9 hours after the pci operation, abnormal ap wave and values were found. After inspection, exudation and bleeding were observed at the injection site of the iabc bifurcate for central lumen. After flushing, arterial blood extravasation was still visible, a 5mm crack was found at the end of bifurcate luer. Immediately, the patient's vital signs were evaluated and the catheter was removed. If necessary, a new catheter would be inserted". Additional information states the iab catheter was not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "about 9 hours after the pci operation, abnormal ap wave and values were found. After inspection, exudation and bleeding were observed at the injection site of the iabc bifurcate for central lumen. After flushing, arterial blood extravasation was still visible, a 5mm crack was found at the end of bifurcate luer. Immediately, the patient's vital signs were evaluated and the catheter was removed. If necessary, a new catheter would be inserted". Additional information states the iab catheter was not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine"

Manufacturer narrative:
(B)(4)